Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for vt ablation and device change out due to normal eri. Externalized conductors were observed via fluoroscopy. The lead was capped and new lead successfully implanted.